Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing in the tail of the pancreas during a laparoscopic pancreatectomy, the device closed the jaws, shot and locked. When opening the reload, the first staples showed fired but did not take the tissue. Another handle and reload were used to complete the case. There was no patient injury.